Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced product damage/deformation while still considered operable and deformation/cracking/damage. The following information was provided by the intiail reporter: material no: 2420-0007, batch no: 20067170. Primary IV tubing cracked below blue clamp while administering medication to the patient. No harm caused to the patient. No patient harm.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced product damage/deformation while still considered operable and deformation/cracking/damage. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 20067170. Primary IV tubing cracked below blue clamp while administering medication to the patient. No harm caused to the patient. No patient harm.

Manufacturer narrative:
H.6. Investigation: one sample was submitted for quality investigation. The customer complaint of crack with no leak was verified by visual inspection. Visual inspection of the tubing indicated a tear in the tubing. A device history record review for model 2426-0007 lot number 20067170 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the issues could not be fully determined because the packaging of the infusion set was not returned. The probable cause is that the tubing was damaged during the assembly and packaging of the infusion set. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of crack with no leak with lot #20067170 regarding item #2420-0007.